Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong pelvic pain'), pelvic inflammatory disease ('pelvic inflammation'), menorrhagia ('menstrual flow increased'), back pain ('lumbar pain radiating to legs'), headache ('strong headache'), cyst ('cyst'), cervix disorder ('uterine cervical lesion'), uterine leiomyoma ('myoma'), endometriosis ('endometriosis'), nausea ('nausea'), vomiting ('vomiting'), hypoaesthesia ('numbness in legs'), balance disorder ('loss of balance'), decreased appetite ('loss of appetite'), procedural pain ('pain during essure insertion') and post procedural haemorrhage ('genital bleeding after essure insertion') in a 23-year-old female patient who had essure (batch no. D40621) inserted for sterilization. The patient's medical history included normal delivery, gravida ii and anxiety. Concomitant products included diazepam (diazepan) since (B)(6) 2015, helianthus annuus oil;lecithin;medium-chain triglycerides;retinol palmitate;tocopherols mixed (dersani original), ibuprofen (ibuprofeno) since (B)(6) 2015 and medroxyprogesterone acetate (medroxyprogesteron). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain (seriousness criterion hospitalization) and post procedural haemorrhage (seriousness criteria hospitalization and medically significant). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). In 2019, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization and intervention required). In (B)(6) 2019, the patient experienced back pain (seriousness criterion hospitalization), headache (seriousness criterion hospitalization), cervix disorder (seriousness criterion hospitalization), endometriosis (seriousness criterion hospitalization), nausea (seriousness criterion hospitalization), vomiting (seriousness criterion hospitalization), hypoaesthesia (seriousness criterion hospitalization), balance disorder (seriousness criterion hospitalization) and decreased appetite (seriousness criterion hospitalization). On an unknown date, the patient experienced menorrhagia (seriousness criterion hospitalization) and cyst (seriousness criterion hospitalization) and was found to have uterine leiomyoma (seriousness criterion hospitalization). The patient was treated with surgery (bilateral salpingectomy and essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. In (B)(6) 2015, the post procedural haemorrhage had resolved. At the time of the report, the pelvic pain, pelvic inflammatory disease, menorrhagia, back pain, headache, cyst, cervix disorder, uterine leiomyoma, endometriosis, nausea, vomiting, hypoaesthesia, balance disorder, decreased appetite and procedural pain outcome was unknown. The reporter considered back pain, balance disorder, cervix disorder, cyst, decreased appetite, endometriosis, headache, hypoaesthesia, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, post procedural haemorrhage, procedural pain, uterine leiomyoma and vomiting to be related to essure. The reporter commented: patient had difficulty to walk due to numbness in legs. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: three months after insertion, ultrasound showed essure in correct position, cervical os lesion and endometriosis. Lot number: d40621 UDI: (B)(4). Manufacturing date: 2014-12 expiration date: 2017-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong pelvic pain'), pelvic inflammatory disease ('pelvic inflammation'), menorrhagia ('menstrual flow increased'), back pain ('lumbar pain radiating to legs'), headache ('strong headache'), cyst ('cyst'), cervix disorder ('uterine cervical lesion'), uterine leiomyoma ('myoma'), endometriosis ('endometriosis'), nausea ('nausea'), vomiting ('vomiting'), hypoaesthesia ('numbness in legs'), balance disorder ('loss of balance'), decreased appetite ('loss of appetite'), procedural pain ('pain during essure insertion') and post procedural haemorrhage ('genital bleeding after essure insertion') in a (B)(6)-year-old female patient who had essure inserted for sterilization. The patient's medical history included normal delivery, gravida ii and anxiety. Concomitant products included diazepam (diazepam) since (B)(6) 2015, helianthus annuus oil;lecithin;medium-chain triglycerides;retinol palmitate;tocopherols mixed (dersani original), ibuprofen (ibuprofen) since (B)(6) 2015 and medroxyprogesterone acetate (medroxyprogesterone). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain (seriousness criterion hospitalization) and post procedural haemorrhage (seriousness criteria hospitalization and medically significant). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). In 2019, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization and intervention required). In (B)(6) 2019, the patient experienced back pain (seriousness criterion hospitalization), headache (seriousness criterion hospitalization), cervix disorder (seriousness criterion hospitalization), endometriosis (seriousness criterion hospitalization), nausea (seriousness criterion hospitalization), vomiting (seriousness criterion hospitalization), hypoaesthesia (seriousness criterion hospitalization), balance disorder (seriousness criterion hospitalization) and decreased appetite (seriousness criterion hospitalization). On an unknown date, the patient experienced menorrhagia (seriousness criterion hospitalization) and cyst (seriousness criterion hospitalization) and was found to have uterine leiomyoma (seriousness criterion hospitalization). The patient was treated with surgery (bilateral salpingectomy and essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. In (B)(6) 2015, the post procedural haemorrhage had resolved. At the time of the report, the pelvic pain, pelvic inflammatory disease, menorrhagia, back pain, headache, cyst, cervix disorder, uterine leiomyoma, endometriosis, nausea, vomiting, hypoaesthesia, balance disorder, decreased appetite and procedural pain outcome was unknown. The reporter considered back pain, balance disorder, cervix disorder, cyst, decreased appetite, endometriosis, headache, hypoaesthesia, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, post procedural haemorrhage, procedural pain, uterine leiomyoma and vomiting to be related to essure. The reporter commented: patient had difficulty to walk due to numbness in legs. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: three months after insertion, ultrasound showed essure in correct position, cervical os lesion and endometriosis. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.